Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. It was reported that the patient underwent a second hernia repair on (B)(6) 2014 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh failure, mesh was rolled up, recurrent hernia, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)12: jackson health system. Implant record. Implant: goretex dual mesh. Lot number: 10543541. Catalogue/reference/product #: 1dlmcp04. Manufacturer: w.l. Gore inc. Size: 15cm x 19cm x 1mm. Expiration date: 03/03/15. Implant site: right intraperitoneal. Quantity:(B)(4). Explant: no. (B)(6)14: jackson health system. Implant record. Implant: gore dualmesh plus. Lot number: 11148204. Catalogue/reference/product #: 1dlmcp03. Manufacturer: gore. Size: 10cm x 15cm x 1mm. Expiration date: 01/01/16. Implant site: abdomen. Quantity:(B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: once this was accomplished, we irrigated again and aspirated. Then again, left a marlex mesh of the bard type and held it in place with the stapling device. This was bioabsorbable staples. Subcutaneous tissue and skin closed in layers. Also a drain was used on this side, so there were 2 drains in total. Sponge count reported correct by operation room nurse. Estimated blood loss was 20 cc, none replaced. Skin was closed with staples. Bandage applied. Procedure well tolerated. Patient returned to recovery room in good condition. Will plan to discharge the patient in 24 hours with instructions to return to my office in 48 hours for change of bandage, and will encourage the patient to use an elastic abdominal support velcro-type for the next 6 months.¿ (B)(6) 2017: (B)(6) healthcare system. (B)(6) , md. Pathology report. Accession #: (B)(4). Diagnosis: ventral hernia sac and mesh, herniorrhaphy. Fibroadipose tissue and foreign body giant cell reaction with foreign material consistent with clinical diagnosis of hernia repair and mesh. Specimens: ventral hernia sac and mesh. The specimen is received in formalin, labeled with (B)(6) as the patient¿ name and ventral hernia sac and mesh as the specimen site, and consists of a 5.0 x 5.0 x 4.5 cm saccular portion of pink-tan fibromembranous tissue with adipose tissue. On sectioning the specimen reveals embedded translucent blue suture and mesh-like material. Partially submitted in one block. (B)(6) 2017: (B)(6) healthcare system. (B)(6) , md. History and physical. Post-operative, some abdominal pain. History: alcohol abuse, in remission, cirrhosis, diabetes mellitus due to underlying condition, liver problem, hepatitis b, c, pancreatitis, acute. Past surgical history: hernia repair x 3. Liver transplant. Medications: cellcept, prograf [immunosuppressant]. Amaryl, insulin, lovenox. Weight 97.9 kg, bmi 30.97, albumin 3.3 low. Assessment: ventral hernia repair. (B)(6) 2017: (B)(6) general surgery. (B)(6) , md. Facs. Letter. This is a follow-up visit of mr. (B)(6) in my office after he had a ventral incisional hernia x 2 done surgically by me on (B)(6) 2017. Of interest, the patient as dr. (B)(6) quite well knows, he is obese, very overweight 230 pounds. He is diabetic and he has had two liver transplants at the university of miami. One of them failed first and then he had second one when it became almost an emergency so they had to give him a liver transplant of the donor that had already before a history of hepatitis b and/or c. The second liver transplant done seven years ago apparently has done quite well. The patient is feeling well and the liver is functioning okay. But, he still also has diabetes mellitus, which he has according to the patient¿s history well controlled with medication by his physician, dr. (B)(6) . Lately, the patient had two x-rays, one a CT scan of the chest without and with contrast and he also had that same information on the above CT scans which showed no problems in the chest area and the only positive thing found by the CT scan done at (B)(6) and this was done on (B)(6) 2017, which showed what was described as a small right sided hernia and their first impression was a small right sided spigelian hernia. The hernia supposedly contained mesentery and bowel. It is not incarcerated, not strangulated. Today when examined in the office, the patient indeed does have a large ventral incisional hernia on the right side. All of these are old postop from the two liver transplants that the patient had. By history, the patient had a ventral incisional hernia that occurred right quickly after the second transplant and they repaired the hernia and it recurred right away that was done at the university of miami. After that, I saw the patient in the office in the beginning of this year may be about (B)(6) 2017 and at that time, he had three large hernias. He had one on the right side which is the largest one, the one that he still has that I did not repair. That hernia on the right side is now almost 20 cm in diameter and it is reducible and it is uncomplicated at this time; and then, he had two other hernias. He had one in the epigastric region, which was rather large also and one in the left upper quadrant. Those were about the same size and at that time, I had told him that I wanted to first attempt to do the two smaller ones, the ones mentioned above the epigastric and also the left upper quadrant. We did that with the assistance of mesh and these two repairs did quite well. The epigastric one is completely healed. There are two small weaknesses of about 1 to 1.5 cm in both lateral poles right and left on that incision in the left upper quadrant hernia. There may be recurrent hernias but they are so small that it is not warranted to do anything with it and he has no symptoms from that. The only symptoms that he has which is significant. It is in the right sided hernia which the radiologist qualified as a possible spigelian hernia, but it is not it is just a ventral incisional hernia. At the present time, I discussed the different options with the patient and indeed, he definitely needs to lose quite a bit of weight if we are going to have any success fixing that big hernia on the right side. The patient is 230 pounds now and he has a large protuberant abdomen and I would try to fix that hernia, but he needs to lose at least 30 pounds may be 30 to 40 pounds in order to have a chance of it to heal again. If we do it, we probably would do it with an absorbable or bio-absorbable mesh. We discussed also that. The patient agreed to try to lose weight. I advised him to stay on a no white food taken at all. Anything white is forbidden in order to lose weight or anything that is made with something white like for example flour is also forbidden. The patient agreed to try to lose weight and then he will return in three months and at that time, we will then have to make a decision where that we can try to fix that hernia on the right side. The patient otherwise feels and looks pretty good. There was no other finding in the CT scan of significance and he also seems more relaxed and the old days her was taken I think quite a bit of pain medication but this time, he did not even ask for one. I will follow him and give a followup also to dr. (B)(6) about [sic]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (2240, 3191: appropriate term/code not available for ¿mesh failure¿ and ¿mesh rolled up¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span december 7, 2012 through february 6, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial devices. Records from (B)(6) 2012 through (B)(6) 2014; from (B)(6) 2014 through (B)(6) 2017 were not provided. Patient information: medical history: hepatitis c, cirrhosis of the liver, hepatocellular carcinoma, pancreatitis, obesity, (B)(6) 2017: 225 lbs; bmi 32.4, (B)(6) 2017: 230 lbs; bmi 33.0, diabetes mellitus. Prior surgical procedures: 2009: liver transplant, 2010: liver transplant. Implant #1 preoperative complaints: (B)(6) 2012: ¿status post liver transplant in 2010 secondary to hepatitis c liver cirrhosis, hepatocellular carcinoma. He presented with reducible incisional hernia. He is indicated for hernia repair.¿ implant #1 procedure: incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (10543541/1dlmcp04) 15 x 19 cm, oval. Implant #1 date: (B)(6) 2012 [hospitalized (B)(6) 2012] description of hernia being treated: ¿the abdomen was prepped and draped in sterile fashion. Time-out was performed. A previous lateral horizontal incision was made with bovie and the fascia was carried down with bovie. The hernia sac was encountered and opened with scissors. The hernia sac was excised with the bovie. Then hemostasis was performed. Because of the size of defect of the fascia is relatively large, we decided to repair the hernia with mesh.¿ implant size and fixation: ¿a 19 cm x 15 cm x 1.5 mm dura mesh was used to cover the defect of the fascia. The mesh was anchored to the fascia with 2-0 prolene in interrupted fashion. The fascia was approximated on top of the mesh. Then the wound was irrigated. One #10 jp was placed subcutaneously and the skin was closed with stapler.¿ post-operative period: [4 days] ­(B)(6) 2012: discharge summary: ¿s/p [status post] liver transplant in 2010 2/2 [secondary to] hcv [hepatitis c virus] cirrhosis and hepatocellular carcinoma. Presented with a reducible incisional hernia for elective repair. Admitted for post-operative care, isp management, and pain control. Postoperative course remarkable for pain issues controlled with narcotic medications. On pod [post-operative day] 2, patient was found to have flatus but no bm [bowel movement]. Dulcolax suppositories and colace were used to aid in return of bowel function. Patient had a bm late in pod 3. On pod 4, pain is controlled on po pain medication, tolerating diet, and hemodynamically stable. He is being discharged in stable condition.¿ implant #2 preoperative complaints: (B)(6) 2014: ¿¿status post orthotopic liver transplant, and after the transplant, the patient had incisional hernia. He had previous surgery however right side subcostal area recurrence of the hernia so we decided to do the incisional hernia repair.¿ implant #2 procedure: incisional hernia repair with mesh, right side subcostal incision. Implant: gore® dualmesh® plus biomaterial (11148204/1dlcmp03) 10 x 15 cm, oval. Implant #2 date: (B)(6) 2014 description of hernia being treated: ¿previous right subcostal incision was opened. There was a previous mesh noticed. There was some defect below the mesh so we mobilized¿¿ implant size and fixation: ¿¿we dissected and then we placed the gore-tex mesh 15 x 10 cm x 1 and then mesh was secured by 2-0 prolene interrupted sutures. We also performed the lysis of the intestinal adhesion and there is no major complication noticed and then after we secured the mesh, we closed the defect with #1 looped pds suture and we closed the fascia with #1 pds sutures, and then skin was closed with skin staplers [sic].¿ post-operative period: [2 days] ­(B)(6) 2014: discharge summary: ¿liver transplant in 2010 due to hepatitis c. Seen in the clinic couple of times in the last month. Has an incisional hernia. Admitted for incisional hernia repair. Had a mesh that was put in place, a gore-tex mesh 15 x 10 cm. There was also a lyses of intestinal adhesion during surgery without any major complication. Today is postop day 2, patient is doing okay. Patient has had bowel movement. We have decided to discharge the patient home.¿ explant preoperative complaints: (B)(6) 2017: ¿comes for preoperative evaluation for abdominal hernia repair, by dr. Wester on (B)(6) 2017 in (B)(6) hospital, at present fells [sic] fine has no new complaints discussed procedure with patient he understands risks. Denies abdominal pain/swelling.¿ ¿large surgical scars, bilateral abdominal hernias, bowel sounds present, non-distended.¿ explant procedure: surgical repair of 2 ventral incisional hernias. Explant date: (B)(6) 2017 findings: ¿status post 2nd liver transplant done at university of miami 7 years ago. When he had this liver transplant, the only liver that was available of the time and he needed it relatively urgently, the only liver that was available was 1 with a history of hepatitis b. The patient still accepted the transplant and this time he tolerated it well and had no rejection. He is now 7 years after the transplant, doing quite well with normal liver function studies. The side effect of his 2 transplants was the fact that he had developed a ventral incisional hernia, which was surgically attempted in its repair after the surgery at the university of miami. Even though they used mesh, it failed and the patient now has a huge hernia on the right transverse incision of the abdomen , which was the biggest incision. Then he had 2 smaller ventral incisional hernias in the abdomen, 1 in the epigastrium and the other 1 in the left upper quadrant. The 1 in the epigastrium was about 10-11 cm long by about 10 cm in diameter in the sac and the neck approximately 7 cm long. The 2nd hernia, which was the one in the left upper quadrant, was almost the same size, maybe 1 cm or less in length. Both of them were large. There were a lot of adhesions to the loops of small bowel. There was evidence of the placement of mesh in the transverse incision that had been attempted closure and repair earlier, not by me. We used mesh on both of these hernias. The mesh that we used was bard mesh monofilament polypropylene. I have the number of the mesh used. We decided not to do the larger one of the hernias, which was the transverse incision that had undergone already ventral incisional hernia repair elsewhere, and it has completely failed with a large sac measuring at least 20-25 cm in diameter. The patient is also very obese and he also has diabetes mellitus. But since he had 3 hernias, the larger 1 being #1 and then the other 2 that I mentioned above that we did today, I felt we should first try these and see the end results with the suprafascial mesh with adequate closure.¿ ¿first, we did the epigastric hernia, which was the largest of the 2 done today, with dissection carried down through the subcutaneous tissue. The hernia sac was identified promptly. We opened it up, and then we dissected first all the hernia sac between the skin and subcutaneous tissue and the fascia in order to free up enough fascia so that we could get it closed. All hemostasis was obtained with the bovie unit plus a few ties of vicryl. After this was done with adequate layers of fascia, we closed the hernia with a running suture of double loop #1 prolene. This was done with a running suture and after this was done, we irrigated the area and aspirated. Then we placed a bard monofilament polypropylene mesh cut to fit the size and shape of the defect and the repair, and then held it in place with a stapling device that was the type that was bioabsorbable. Over that, we left a #15 round jackson-pratt suction device with exit through a stab wound in the lower flap of skin and subcutaneous tissue and sutured to the skin with 2-0 black silk. Subcutaneous tissue and skin closed in layers and staples in the skin. We did exactly the same procedure in the left upper quadrant hernia with all the same type of dissection, the same type of repair, the same hemostasis. All hemostasis was obtained with the bovie unit set at 40 and then at 60. We sent some tissue for path examination, including hernia sacs and also a piece of old mesh used by the previous surgeon years ago that was rolled up under the fascial closure. Once this was accomplished, we irrigated again and aspirated. Then again, left a marlex mesh of the bard type and held it in place with the stapling device. This was bioabsorbable staples. Subcutaneous tissue and skin closed in layers. Also a drain was used on this side, so there were 2 drains in total. Sponge count reported correct by or nurse. Estimated blood loss was 20 cc, none replaced. Skin was closed with staples.¿ relevant medical information: (B)(6) 2017: pathology: ¿ventral hernia sac and mesh, herniorrhaphy. Fibroadipose tissue and foreign body giant cell reaction with foreign material consistent with clinical diagnosis of hernia repair and mesh. Specimens: ventral hernia sac and mesh. The specimen is received in formalin, labeled with [the patient] as the patient¿ name and ventral hernia sac and mesh as the specimen site, and consists of a 5.0 x 5.0 x 4.5 cm saccular portion of pink-tan fibromembranous tissue with adipose tissue. On sectioning the specimen reveals embedded translucent blue suture and mesh-like material.¿ conclusions: gore® dualmesh® plus biomaterial (11148204/1dlcmp03) - device #2 it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, status of the device is unable to be confirmed and therefore not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number:[11148204]. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient medical history d11: concomitant medical therapy includes insulin lantus, epivir, prograf. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012 were not provided. (B)(6) 2012: operative report. Pre/postop diagnosis: ¿incisional hernia¿. Procedure: ¿incisional hernia repair with mesh¿. Justification of the procedure: ¿status post liver transplant in 2010 secondary to hepatitis c liver cirrhosis, hepatocellular carcinoma. He presented with reducible incisional hernia. He is indicated for hernia repair.¿ description of procedure: ¿a previous lateral horizontal incision was made with bovie and the fascia was carried down with bovie. The hernia sac was encountered and opened with scissors. The hernia sac was excised with the bovie. Then hemostasis was performed. Because of the size of defect of the fascia is relatively large, we decided to repair the hernia with mesh. A 19 cm x 15 cm x 1.5 mm dura mesh was used to cover the defect of the fascia. The mesh was anchored to the fascia with 2-0 prolene in interrupted fashion. The fascia was approximated on top of the mesh. Then the wound was irrigated. One #10 jp was placed subcutaneously and the skin was closed with stapler. The patient tolerated the procedure very well, and was extubate and transported to the recovery room.¿ product identification records for the alleged gore device were not provided. (B)(6) 2012: surgical pathology report. Final diagnosis: ¿incisional hernia sac: hernia sac¿. Gross description: ¿received in formalin labeled 3incisional hernia sac4 is a light brown to yellow fibroadipose and membranous tissue fragment measuring 7 x 6 x 2 cm in aggregate. Representative sections are submitted in one cassette¿. Pre-operative diagnosis: ¿incisional hernia¿. Operation: ¿incisional hernia repair¿. Specimen(s) received: incisional hernia sac¿. (B)(6) 2012: discharge summary. Cc: ¿incisional hernia¿. Hpi: ¿s/p liver transplant in 2010 2/2 [secondary to] hcv cirrhosis and hepatocellular carcinoma. Presented with a reducible incisional hernia for elective repair. Admitted for post-operative care, isp management, and pain control. Postoperative course remarkable for pain issues controlled with narcotic medications. On pod 2, patient was found to have flatus but no bm. Dulcolax suppositories and colace were used to aid in return of bowel function. Patient had a bm late in pod 3. On pod 4, pain is controlled on po pain medication, tolerating diet, and hemodynamically stable. He is being discharged in stable condition¿. Discharge meds: prograf, cellcept, colace, glimepiride, lantus insulin, lamivudine. Records between (B)(6) 2012 and (B)(6) 2014 were not provided. (B)(6) 2014: operative report. Pre/postop diagnosis: ¿s/p liver transplant, incisional hernia¿. Performed operation: ¿incisional hernia repair with mesh, right side subcostal incision¿. Justification: ¿status post orthotopic liver transplant, and after the transplant, the patient had incisional hernia. He had previous surgery however right side subcostal area recurrence of the hernia so we decided to do the incisional hernia repair¿. Procedure in detail: ¿previous right subcostal incision was opened. There was a previous mesh noticed. There was some defect below the mesh so we mobilized, we dissected and then we placed the gore-tex mesh 15 x 10 cm x 1 and then mesh was secured by 2-0 prolene interrupted sutures. We also performed the lysis of the intestinal adhesion and there is no major complication noticed and then after we secured the mesh, we closed the defect with #1 looped pds suture and we closed the fascia with #1 pds sutures, and then skin was closed with skin staplers. Hemostasis completed. No complications noticed.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2014: discharge summary. Hpi: ¿liver transplant in 2010 due to hepatitis c. Seen in the clinic couple of times in the last month. Has an incisional hernia. Admitted for incisional hernia repair. Had a mesh that was put in place, a gore-tex mesh 15 x 10 cm. There was also a lyses of intestinal adhesion during surgery without any major complication. Today is postop day 2, patient is doing okay. Patient has had bowel movement. We have decided to discharge the patient home¿. Discharge medication: insulin lantus, epivir, prograf. Records between (B)(6) 2014 and (B)(6) 2017 were not provided. (B)(6) 2017: progress notes. Hpi: ¿comes for preoperative evaluation for abdominal hernia repair, at present fells [sic] fine has no new complaints discussed procedure with patient he understands risks. Denies abdominal pain/swelling¿. Pmh: ¿type ii diabetes, hepatitis b, liver transplant 07/00/10, hepatitis c + hcc; treated with harvoni. Psh: liver transplant 2010, hernia 2012, hernia x2 2014¿. Exam: ¿unremarkable except; gastrointestinal: large surgical scars, bilateral abdominal hernias, bowel sounds present, non-distended. Cleared for procedure¿. (B)(6) 2017: operative report. Pre/postop diagnosis: ¿two ventral incisional hernias¿. Operation: ¿surgical repair of 2 ventral incisional hernias¿. Findings/procedure: ¿status post 2nd liver transplant done at university of miami 7 years ago. When he had this liver transplant, the only liver that was available of the time and he needed it relatively urgently, the only liver that was available was 1 with a history of hepatitis b. The patient still accepted the transplant and this time he tolerated it well and had no rejection. He is now 7 years after the transplant, doing quite well with normal liver function studies. The side effect of his 2 transplants was the fact that he had developed a ventral incisional hernia, which was surgically attempted in its repair after the surgery at the university of miami. Even though they used mesh, it failed and the patient now has a huge hernia on the right transverse incision of the abdomen, which was the biggest incision. Then he had 2 smaller ventral incisional hernias in the abdomen, 1 in the epigastrium and the other 1 in the left upper quadrant. The 1 in the epigastrium was about 10-11 cm long by about 10 cm in diameter in the sac and the neck approximately 7 cm long. The 2nd hernia, which was the one in the left upper quadrant, was almost the same size, maybe 1 cm or less in length. Both of them were large. There were a lot of adhesions to the loops of small bowel. There was evidence of the placement of mesh in the transverse incision that had been attempted closure and repair earlier, not by me. We used mesh on both of these hernias. The mesh that we used was bard mesh monofilament polypropylene. I have the number of the mesh used. We decided not to do the larger one of the hernias, which was the transverse incision that had undergone already ventral incisional hernia repair elsewhere, and it has completely failed with a large sac measuring at least 20-25 cm in diameter. The patient is also very obese and he also has diabetes mellitus. But since he had 3 hernias, the larger 1 being #1 and then the other 2 that I mentioned above that we did today, I felt we should first try these and see the end results with the suprafascial mesh with adequate closure¿. Procedure with team dr. Wester and dr. Leon. ¿first, we did the epigastric hernia, which was the largest of the 2 done today, with dissection carried down through the subcutaneous tissue. The hernia sac was identified promptly. We opened it up, and then we dissected first all the hernia sac between the skin and subcutaneous tissue and the fascia in order to free up enough fascia so that we could get it closed. All hemostasis was obtained with the bovie unit plus a few ties of vicryl. After this was done with adequate layers of fascia, we closed the hernia with a running suture of double loop #1 prolene. This was done with a running suture and after this was done, we irrigated the area and aspirated. Then we placed a bard monofilament polypropylene mesh cut to fit the size and shape of the defect and the repair, and then held it in place with a stapling device that was the type that was bioabsorbable . Over that, we left a #15 round jackson-pratt suction device with exit through a stab wound in the lower flap of skin and subcutaneous tissue and sutured to the skin with 2-0 black silk. Subcutaneous tissue and skin closed in layers and staples in the skin. We did exactly the same procedure in the left upper quadrant hernia with all the same type of dissection, the same type of repair, the same hemostasis. All hemostasis was obtained with the bovie unit set at 40 and then at 60. We sent some tissue for path examination, including hernia sacs and also a piece of old mesh used by the previous surgeon years ago that was rolled up under the fascial closure.¿ [record missing page 3 of operative report. A pathology report detailing analysis of the device removed during the 04/25/17 procedure was not provided]. (B)(6) 2018: office notes. Subjective: ¿originally had surgery scheduled several months ago, however canceled secondary to worsening medical condition, development of deep vein thromboses and starting anticoagulation 3 months ago. Still complains of some generalized abdominal discomfort. He tells me that he has lost a considerable amount of weight. Wt 95.7 kg (210 lb 15.7 oz), bmi 30.27¿. Assessment/plan: ¿multiple recurrent incisional hernias, the patient has had complex surgical history which has led him to develop multiple recurring incisional hernias which have been repaired and failed multiple times with different kinds of meshes. Although my original intent was to have the patient rescheduled for surgery in approximate 6 months I have had a long and thorough discussion again with the patient regarding surgical options and his risk. I once again explained to him he is at a very high risk of fistula creation and what this would signify and the type of quality of life that he would have. Furthermore the hernia repair that could be performed would be suboptimal being an onlay repair. At this time patient is wishing to forego any surgical procedures unless it is an absolute necessity. I have explained to him how this is at this time is semi-elective and there is no urgency to surgical intervention.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 2/6/19: state of florida certification of death. Death certificate. Age at death: 56 years. Place of death: decedent¿s home. Manner of death: natural. Cause of death: a. Cardiac arrest. B. Coronary artery disease. C. Diabetes mellitus. Autopsy performed: no. Did tobacco use contribute to death?: unknown. . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated weight. Conclusion code remains unchanged.